Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they experienced a high blood glucose as well as insulin pump had under delivery. The customer's high blood glucose value 432 mg/dl. The customer¿s blood glucose level was 360 mg/dl. The customer treated with insulin pump for high blood glucose. The customer was using the insulin pump when high blood glucose event was reported. The customer was reported that the drive support cap was flushed. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The reservoir will not be returned for analysis.